Event description:
Customer complained of the brakes being faulty.

Manufacturer narrative:
The technician determined that the bed brakes were faulty due to no steer. The technician resolved the issue by replacing the pinssum brakes faulty. Bed operated within normal specifications upon completion of repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.